Manufacturer narrative:
No sample was returned for investigation. The hospital provided their evaluation from pathology lab which stated "diagnosis: right carotid pseudoaneurysm excision repair: arterial wall tissue with mixed inflammation and mural degenerative changes, consistent with stated origin.'" Manufacturing review of the vascure for vascular repair device history record for the referenced lot number and respective device history record was conducted on 13may2021, showing that all units were quality released on 06/09/2020 having met all internal qc acceptance requirements for release. There were no non-conformances associated with the manufacturing lot during the final packaging. An additional request for lhr review was made to the OEM supplier of the ecm and completed on 17may2021. This review concluded that all devices released for distribution met the final inspection specification requirements. It is noted that per the instructions for use (IFU - art-20708a) provided with the finished vascure for vascular repair device, (pseudo)aneurysm is listed as a potential complication associated with the procedure and device. No additional details are available for the reported event, should additional details be received a follow-up report will be filed.

Event description:
It was reported to an aziyo biologics' sales representative via email that surgeon used a aziyo vascure for vascular repair (model #cmcv-014-609, lot # m20f1174) for a de novo carotid endarterectomy on (B)(6) 2020. On routine post-op ultrasound, pseudoaneurysm was found in patch. On (B)(6) 2020, the patch was removed and replaced due to a pseudoaneurysm in the middle of the patch. The patient is doing well with the new patch. This issue was reported to aziyo biologics on 5/05/2021, on 5/11/2021 additional information received from hospital pathology stating diagnosis as right carotid pseudoaneurysm, excision repair: arterial wall tissue with mixed inflammation and mural degenerative changes consistent with stated origin.